Event description:
A report was received that the patient was experiencing difficulty charging. The patient reported multiple non-device related surgeries, during which, electrocautery may have been used. The patient's ipg will be replaced. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)).

Event description:
A report was received that the patient was experiencing difficulty charging. The patient reported multiple non-device related surgeries, during which, electrocautery may have been used. The patient's ipg will be replaced. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.